Event description:
Pt had bilateral ureteral stents placed in 2002. Upon re-examination later in 2002, with the end of a scope, it was discovered that part of the proximal ureteral stent had broken off into the renal pelvis. This was snared out and retrieved. The stent had slipped down into the bladder and next, the proximal part was snared back into the renal pelvis. The stent was then left in place and the pt is fine.